Manufacturer narrative:
Weak d(rh1) antigen typing result being automatically accepted by the ortho vision® biovue analyzer the root cause is related to an incorrect setup by the customer. Correcting setup has resolved the issue. Ortho vision® biovue analyzer software has functioned has per design a positive d(rh1) antigen typing has been reported to the patient. The patient has been confirmed to be weak d. The patient was no harmed.

Event description:
A customer complained after observing what was described as a weak d(rh1) antigen typing result being automatically accepted by their ortho vision® biovue analyzer. Complainant: mrs (B)(6), technical responsible. Complainant reporter: mrs. (B)(6), ortho laboratory specialist (ls). Date event: (B)(6) 2020. Reported on 09 july 2020 by mrs (B)(6) to mrs. (B)(6) who reported it the same day to ortho helpdesk via email after working hours. Cms record opened by ortho care on 10 july 2020. Patient information: patient claimed to be d(rh1) negative. Analyzer: ortho vision® biovue j60002258. Software version: (B)(4). Reagents: ortho biovue® system abo-rh/reverse cassette (product code 707155; lot abr157h; expiry date 27 august 2020, manufactured on 01 december 2019). The customer said that on (B)(6) 2020, they had tested a patient¿s sample for d(rh1) antigen typing using ortho biovue® system abo-rh/reverse cassette in combination with their ortho vision® biovue analyzer and that they had obtained a weak positive reaction (0.5 + reaction strength) with the biovue anti-d(rh1) reagent. This result has been automatically accepted by the ortho vision® biovue analyzer. The customer said a positive result was reported to the patient who questioned this result as patient stated to be typed d(rh1) antigen negative in a different laboratory (no further detail provided). The customer said that the patient was no harmed as a result of this event.